Manufacturer narrative:
The sample was received for evaluation with a cap on the dark blue connector and the white twist clamp was in open position. A visual inspection with the naked eye and magnification was performed with no issues noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a connection issue; further described as ¿when trying to disconnect the dark blue piece unscrewing from the transfer set tubing¿. This occurred after treatment of peritoneal dialysis therapy, when trying to disconnect. The patient pushed the dark blue piece back onto the transfer set and contacted their nurse regarding the event. There was no tool usage and no difficulty was noted prior to the event. The transfer set was replaced. The transfer set had been in use for approximately four (4) months. There was no patient injury or medical intervention associated with this event. No additional information is available.